Event description:
It was reported that the ventilator failed flow transducer and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The expiratory channel printed circuit board (pcb) was found to be defective and was replaced. After replacement, all tests performed passed and the unit is in working condition. The expiratory channel pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufactures ref: (B)(4).